Event description:
It was reported to medtronic minimed that the customer experienced after creating a new carelink account, that due to conflicting data, almost all sensor data were not available. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-7333.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt was made to reproduce the issue by generating the weekly review report for the user in carelink support application and observed that the issue is reproducible. Confirmed: testing and/or analysis verifies or provides evidence that the issue occurred at the time of the reported event. After conducting thorough investigation of the snapshot by parsing it and checking the data and its timelines. It was identified that the snapshot might be corrupted due to mismatch in the timelines and data of the sensor and pump because one of the snapshot has mismatch sensor and pump data i.e snapshot contains sensor data for 3 years but pump data only for 1 year, since the sensor data is for 3 years and contains multiple time changes the sensor data is ambiguous and is not displayed in the report. The esf number that corresponds to the reported issue is (B)(4). To assist with the resolution we provided below feedback to helpline : -- the storage has 2 buckets one for storing sensor data and other for pump data , since the pump has more activities and contains more data then the sensor, the storage for pump data gets filled sooner and if its not uploaded on time will be overwritten with the latest pump data erasing the previous data in the storage . Hence we see more sensor data then the pump data. -- we informed helpline that this will be fixed as part of upcoming releases. The software did not adhere to the specified requirements and did not perform in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. The root cause of this issue is because the user did not upload the snapshot for a long time and also performed multiple time changes . We provided feedback to helpline that this issues being worked on and will be considered in the upcoming release . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.